Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl; then she was transferred to the intensive care unit for two days. The customer experienced nausea, vomiting, and excessive thirst. The customer mentioned that she can pinch the tubing and it would not trigger a no delivery. The caller stated that once her blood glucose was stable she was released. The customer stated that she put it back the insulin pump and her glucose level rose again. The caller stated that she smelled to insulin after changing the infusion set, but the reservoir compartment was dry. The customer experienced high blood glucose the night before and went back to the emergency room. She was treated and released. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had cracked display window and cracked case at the display window corner.